Manufacturer narrative:
The customer's clinical nurse consultant stated that on (B)(6) 2020 at approximately 07:45am, the baby in bed ID 17 was prepared for transportation. The intellivue x3 was placed in the fix clamp mount attached to the pole. The monitor fell into the patient bed, bounced and hit the baby¿s head. The baby suffered a skull fracture and small subdural bleeding. The event was reviewed with the customer's nursing and biomedical team and they provided the recommendation to their clinical staff how to avoid further issues. During the evaluation, it was found that a damaged mounting plate was used. The upper guide of the mounting plate was visibly torn out. Philips strongly advised the customer to remove this damaged mounting module (e20 fix clamp mount) from clinical use.the customer was advised of the investigation results by letter. This issue does not represent a product/part failure. It was established that the customer used a damaged mounting plate where the upper guide was visibly torn out. The clinical staff was provided with recommendations on how to avoid further issues. The product remains at the customer site. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Information has been requested, not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue x3 was not securely docked and subsequently fell into the patient bed, physically harming a baby. A serious injury was reported. No further information regarding the patient, such as gender, age, height, and weight, had been made available at the time the reporting decision was due.